Event description:
It was reported that following an ablation procedure, the patient experienced a stroke. It was reported that the patient was essentially asymptomatic and found to have a right front stroke approximately 6 weeks after the procedure on a routine follow-up MRI. There were no further patient complications reported in relation to this event.